Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was alleged that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/13/2014 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and evidence of moisture ingress was found throughout the pump interior. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the keypad button responsiveness could not be tested due to moisture damage. No damage was observed to the keypad cover; however, the bolus button cover was torn. The keypad cover was removed, and contamination was found under all button contacts. (B)(4).